Manufacturer narrative:
Heartsine evaluated the device and was not able to verify or duplicate the issue. The device was not sent with the original pad-pak/battery. No fault was identified with the device that could have resulted in the device failing to power on. Root cause could not be determined. The device was scrapped.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.